Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead was failing to capture. An outpatient check was performed, and fluoroscopic imaging performed indicated that lead dislodgement due to twiddler's syndrome occurred. The patient then presented in clinic for lead repositioning. During the procedure, the pacing impedance values being produced were high and very close to being out of range and there was no capture produced by the lead. It was alleged that lead failure occurred due to lead fracture which may have been sustained during the re-positioning procedure. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.